Event description:
On (B)(6) 2010, the pt called indicating she had the product injection in (B)(6) 2009, 2 vials, in bilateral nasolabial folds and bilateral marionette lines. She also received a hyaluronic acid injection on the same day as evolence injection as well as a laser treatment to same area, just prior to the evolence injection. The pt has had several other laser treatments at different times over the past year in the same area. In (B)(6) 2010, she started to experience hardness and swelling on right side of mouth and in (B)(6) 2010 hardness and swelling of left side of mouth. She saw a dermatologist pa in (B)(6) and was given steroid injection into right side of mouth. She saw a different dermatologist on (B)(6) 2010 and was given a topical ointment, cutivate, to apply to the bilateral swelling. The pt also indicated the lump on the left corner of her mouth came to a whitehead and drained on its own. The drainage began on (B)(6) 2010, which started out as a clear liquid then changed to a thick blood tinged type of drainage. That area is smaller now but still visible. The right side enlarged again, but has since also drained. On (B)(6) 2010 additional info was received that the pt was referred to another dermatologist to explore the possibility of occurrence of biofilms and the use of antibiotics to resolve them.

Manufacturer narrative:
This closes out this report unless additional, significant info is received. (B)(4).